Event description:
The customer reported the device is not working/can't start. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is completed.